Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had a keypad anomaly on the insulin pump. Customer's blood glucose was 8.2 mmol/l. Customer reported that no key is responding and the issue started yesterday. Customer feels okay and stated that she has a back-up plan. Customer stated that yesterday she was perspiring heavily. Customer was advised to disconnect and return or replace the pump.

Manufacturer narrative:
The insulin pump received with intermittent up button response due to corroded keypad trace. The insulin pump received with cracked case at display window corners, cracked reservoir tube lip and cracked battery tube threads.